Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms and thresholds measurements of 2.0v @ 2.0ms. The values increase and decrease with arm maneuvers. The patient is asymptomatic. The patient was experiencing some pain during pacing therapy. A revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic visual inspection confirmed the lead anode conductor coil is fractured approximately 492mm from the terminal pin. The fracture location appears to be just at the distal end of the suture sleeve tie down site. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was subsequently returned for testing. This product issue will be updated when evaluation is complete.